Event description:
It was reported that the motor device overheated and turned off. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had the connector pins pushed back, holes in the cord, failed thermistor assessment, rotations per minute (rpms) failed, and the safety assessment failed. These types of damage would cause the reported issue. Therefore, the reported condition was confirmed. The pretest could not be completed. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was observed that the hole in the cord was from allowing the cord to come in contact with a sharp object. It was determined that the thermistor failed because the component was damaged and corroded and the rpms failed because the motor was damaged. It was determined that the device failed safety assessment because the unit was power broken from failure to follow the directions for use and running the device in the safe or load position. It was further observed that the device showed signs of damage that was indicative of damage caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.